Manufacturer narrative:
The product was implanted in (B)(6) of 2010 (date unk). The pt was advised by an oral surgeon to have the product explanted; however, it is unk at this time whether this has taken place. The explanted product will not be returned to keystone dental. The initial reporter's address is unk. The name and address of the dentist who implanted the dynablast product are as follows: (B)(4). Lot number is unk; therefore, the device MFR date is unk. This product is contract mfg for keystone by integra lifesciences. As a result, this complaint was forwarded to integra lifesciences for investigation. Integra lifesciences confirmed that the design formulations for the dynablast product line are within specifications. However, without basic product info, integra lifesciences is not able to review the specific product batch records nor donor records. Attempts were made to obtain additional info. A f/u medwatch form will be submitted if additional info is received at a later date. Keystone dental ref: (B)(4).

Event description:
The complainant reported that he went to the dentist in (B)(6) 2010 (date unk), for a tooth cap procedure. While placing the cap on the pt's tooth, the dentist noticed teeth missing from the mandible on the right side (exact site number unk). The dentist used a dynablast product to regenerate bone at the site of the missing teeth. In (B)(6) 2011 (date unk), the pt exhibited signs of an adverse reaction, which included swollen lymph nodes and gingiva. The pt reported that he is allergic to iodine and shell fish, but he reported that he was not asked this prior to undergoing the dental procedure with the dynablast product. The pt went to a doctor who ordered an x-ray and cat scan. Lab work which was also performed revealed a high level of iodine. The doctor instructed the pt to take antibiotics and otc benadryl. The pt did not experience relief from his symptoms, so he chose to see his primary care physician, who also prescribed benadryl and referred him to an oral surgeon.